Event description:
Related manufacturer reference number: 2017865-2024-35518. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) and delivery catheter perforated the patient's heart resulting in a pericardial effusion. The lp was removed. The patient was in stable condition.